Event description:
Customer reported an issue with the panorama central station, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps upgraded the system software and replaced the cd drive and cpu boards as preventative measures. Performed all functional and safety checks and system was returned to service.